Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device implant procedure, when using the programmer to enter serial number information, the programmer application crashed and displayed an "unexpected error" diagnostic message. The application was closed, the caller waited a few minutes and reopened the application, which was successful. The implanted device was checked wirelessly post-implant without issue. The programmer remains in use. No patient complications have been reported as a result of this event.